Event description:
The patient's family member reported that patient took their normal insulin in the am. The patient became disoriented and unresponsive around 5pm. The family member then used the suspect device to check the patient's blood glucose and obtained results of 96 and 90mg/dl. Family member then called the paramedics. The emt's did not test the patient's blood glucose, they just transported patient to the ER. The ER performed a lab test about one hour later which was 40 or 42mg/dl. The patient was treated with a 50% dextrose IV, three IV treatments total. Information was not provided on events and use of the suspect device in the am when insulin was taken. Glucose control solutions were not used on the suspect device system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.